Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue as a power supply failure. The fse replaced the power cord, ac inlet, power supply, and flow sensor to address the findings. Full performance maintenance was performed on the device and all specifications were within range.

Event description:
It was reported that the unit made a loud pop sound and switched to battery power. The unit will now only operate from battery power. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 10jan2019, date rec¿d by MFR : 09jan2019. Parts were returned to philips for analysis. The customer complaint was unable to be duplicated. The alternate current cord was twisted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.